Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery (sfa) with mild calcification and 85% stenosis. The armada 18 balloon catheter was advanced to the target lesion; however, the balloon ruptured at 12 atmospheres (atm). During removal of the balloon catheter, the distal portion of the balloon separated. There was no resistance noted during removal of the balloon catheter. A snare device was able to retrieve the separated portion of the balloon to the iliac and there an omnilink stent was used to compress the balloon against the vessel to secure the separated portion from free floating in the anatomy. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation, unexpected medical intervention and device embedded in tissue or plaque appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
N/a.